Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used during a replacement procedure performed on (B)(6) 2011. According to the complainant, on (B)(6) 2011 the shaft and internal bolster detached and fell inside the patient's stomach. The detached parts were intended to evacuate by cathartic use. A urethral balloon was placed as a stopgap measure after the event occurred. It was noted feeding was performed three times a day by attachment of the feeding tube directly to the button device as well as before retiring 400 ml water had been injected by use of feeding tube. The physician is taking a "wait and see approach" as to the patient's condition. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the device found the button body shaft to have been broken at approximately 5mm from flange. The shaft appears to have been torn in two. The tear was jagged and appeared to have undergone torsional force prior to failure. The detached distal portion was not returned. The inner diameter of the proximal surface of the button flange presented multiple scrapes and missing material. The customer did not use boston scienitific feeding adaptor supplied with this kit. The yellow barbed adaptor inserted into the button body appears to have stretched the inner diameter of the shaft. Additionally the break appears to have occurred at the distal end of same connector. The condition of the returned unit was consistent with the complaint incident that the device separated. Therefore the most probable root cause is caused by other device.

Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used during a replacement procedure performed on (B)(6), 2011. According to the complainant, on (B)(6) 2011 the shaft and internal bolster detached and fell inside the patient's stomach. The detached parts were intended to evacuate by cathartic use. A urethral balloon was placed as a stopgap measure after the event occurred. It was noted feeding was performed three times a day by attachment of the feeding tube directly to the button device as well as before retiring 400 ml water had been injected by use of feeding tube. The physician is taking a "wait and see approach" as to the patient's condition. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.